Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® push button blood collection set failed to contain blood/medication the following information was provided by the initial reporter: "it was reported that the wingset is making "sucking sound" when being utilized. Per email: (B)(6) and (B)(6) have brought me a box of 21ga butterflies lot 9257711. They say these are making a sucking sound when being utilized. The packages look a bit damaged but I do not know if that is the cause. I have included them in case you need more information that I do not have.¿

Manufacturer narrative:
Additional product code: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd vacutainer® push button blood collection set failed to contain blood/medication. The following information was provided by the initial reporter: "it was reported that the wingset is making "sucking sound" when being utilized. Per email: (B)(6) and (B)(6) have brought me a box of 21ga butterflies lot 9257711. They say these are making a sucking sound when being utilized. The packages look a bit damaged but I do not know if that is the cause. I have included them in case you need more information that I do not have.¿